Event description:
The recipient is reportedly experiencing no sound. The recipient was treated with 2 shots of cortisone. Programming adjustments were made, however, the issue did not resolve. The recipient was advised to learn lip-reading instead of device use.

Manufacturer narrative:
The recipient reportedly has a weak auditory nerve.

Manufacturer narrative:
Due diligence attempts to obtain additional details regarding the cortisone shots were unsuccessful.

Event description:
The recipient is reportedly not responding to sound since implant surgery. Programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been a non-user for about a year. The recipient remains implanted. This is the final report.